Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 223 mg/dl and insulin injections were administered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. The customer indicated that humalog had been used in this cartridge for 3 days. After changing the cartridge, the customer received another occlusion alarm. The customer reverted to using insulin injections to manage diabetes.